Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, customer reported a fluid spill at the rear of the lh500 instrument. Customer was not at the area when the spill occurred. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that reagent had spilled on the barcode reader. Fse did not find any leak inside the instrument. Fse believed the spill was caused by the customer. Fse replaced the barcode scanner and verified the repairs per established procedures.